Manufacturer narrative:
The device has been returned for evaluation, and the investibation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "cautery pencil bttn sw ss blade w/hol didn't properly insulate and the handle burned the patient during a procedure. Severity was still fairly superficial like an early 2nd degree. The tips were the teflon guarded but honestly, it was the handpiece that was burning folks since it usually happens at the edge of the skin incision while half of the bovie is in the cavity. Both still required me to excise the affected skin though out of concern for wound compromise."

Manufacturer narrative:
The device was returned for evaluation. However, despite repeated attempts, we were unable to obtain any additional information from the reporter. The device was inspected and found to have no wiring nor any exposures from the hand piece. The complaint could not be confirmed and root cause could not be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.